Event description:
It was reported to resmed (B)(4) that a system fault (sf101) error message occurred on an astral device indicating that the outlet pressure measurement may be incorrect. The system fault occurred while the hospital medical staff was changing the patient's circuits when the device is still in therapy mode. There was no patient injury reported as a result of this incident. MFR #3004604967-2015-00182.